Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The defibrillator conductor was distorted and there was implant damage.

Event description:
It was reported that during the implant procedure, the doctor did not want to use the lead because it appeared that the proximal end of the superior vena cava coil was "unraveling." The lead was not used and was replaced. No patient complications have been reported as a result of this event.